Manufacturer narrative:
67, 4315. The mcs tip cover accessory has not been returned to intuitive surgical, inc. (Isi) for failure analysis evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report. A follow-up MDR will be submitted post failure analysis evaluation or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the mcs tip cover accessory fell inside of the patient. It is unknown if the mcs tip cover accessory was retrieved during the same procedure, or if it was retrieved at all. Although no patient harm, adverse outcome or injury was reported, it is unknown what caused the instrument accessory to fall inside the patient. At the time of this report, the location of mcs tip cover accessory and patient outcome post-event are unknown.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the monopolar curved scissors (mcs) tip cover accessory installed on an mcs instrument allegedly fell inside the patient. It is unknown if the mcs tip cover accessory was retrieved. There has been no report of patient injury.